Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise and changes in amplitude morphology measurements. The patient was seen in the clinic and no reported weight changes or incidents that may have damaged the system were noted. X-rays did not show any abnormality. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.